Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.

Manufacturer narrative:
Device was discarded and not available for evaluation. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that the staff is obtaining widely varying co/ci values that do not match the patient's clinical status. There has been no error messages observed. Extensive follow up with the staff was conducted in an attempt to determine potential causes (e.g. A large rate of bolus' being performed, thermistor problem). They were advised to watch the start screen (sometimes values would disappear on and off screen), troubleshooting was performed. The staff was instructed by the clinical nurse specialist not to use the cco feature at this time. There have been no patient complications reported.